Manufacturer narrative:
Reviewing the information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that there was no device fragments, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery the welding of the device was destroyed. No pieces fell in patient. No delay or injury reported. A smith and nephew back up device was available.